Event description:
Reporter alleged blood glucose measured 500, 200, and 100 mg/dl when performed within seconds of each other. No actions were taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.